Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: difficult to deploy - thumb advancer, difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, although difficulty was encountered after 2/3 of thumb advancer deployment, thumb advancer deployment was completed. After clip deployment, the device was difficult to remove. The device was removed via the access ports. When the device was removed, bleeding continued. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.